Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed the polyethylene bearing component has disassociated from the metal back. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions about the root cause of the device disassociation. Evidence was found suggesting malalignment between the patella and trochlear groove which is a possible contributing factor. Based on the inability to identify root cause and no evidence suggesting product error was a contributing factor, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4)

Event description:
Patient was revised to address disassociation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 02/15/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was revised to address pain and swelling. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 03/04/2016.